Manufacturer narrative:
The baxter technician found the remote cable needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the sidecom communication system junction box is in good condition and all attaching hardware is present and secure. Use the sidecom tester to make sure the sidecom communication system operates correctly. Make sure the nurse call indicator is on in all indicator locations. Examine the communication cable, including the male and female pins in the plug. Replace parts as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in sep 06, 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the remote cable to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that centrella med-surg had nurse call not working. There was no patient/user injury, medical intervention, symptom, or adverse event reported.